Event description:
Customer reported poor image quality, distortion of images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not duplicate the reported problem. System operates as intended.